Event description:
It was reported that this patient expired approximately six hours after implant of their pacemaker. The field representative did not know the cause of death. It was noted that, during the procedure, the atrial lead was hard to place but it was implanted successfully. High outputs were programmed. It was reported that, after the procedure, the patient was reportedly sitting up in bed and talking to their family prior to blanching and passing out before expiring. There was nothing noted on telemetry. No additional information was provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to add an ar-p code.

Event description:
It was reported that this patient expired approximately six hours after implant of their pacemaker. The field representative did not know the cause of death. It was noted that, during the procedure, the atrial lead was hard to place but it was implanted successfully. High outputs were programmed. It was reported that, after the procedure, the patient was reportedly sitting up in bed and talking to their family prior to blanching and passing out before expiring. There was nothing noted on telemetry. No additional information was provided.